Event description:
It was reported the patient was seeing poor communication screen on the patient programmer. He reports seeing the call doctor screen, but could not remember the code. Reportedly, the stimulation was turning off. Approximately 3 weeks ago the therapy was "going funky", meaning the stimulator shut off so patient has not had stimulation for 3 weeks. The patient commented "I'm like dying here". The patient reported that there was an exposure to a theft detector or security gate. The patient was instructed to contact his physician to discuss the events.